Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
It was reported that the pt experienced an allergic reaction over the site of the implantable neurostimulator. It was also reported that the pt's skin over the ins turned black. The system was explanted. It was noted that the stimulator was working well for the pt.